Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sample quality- poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Patient 1 of 2 it was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units there was poor barrier separation seen in an unspecified number of tubes. The gel was on top of the plasma causing the probe to clog and require cleaning. No adverse impact was reported regarding the patient or user.

Event description:
Patient 1 of 2 it was reported after using bd vacutainer® pst¿ gel and lithium heparin 56 units there was poor barrier separation seen in an unspecified number of tubes. The gel was on top of the plasma causing the probe to clog and require cleaning. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.